Event description:
It was reported that there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The patient e xperienced increased baseline pain. The drugs in the pump were hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
Catheter model# 8711, lot# j0058169r, implanted: (B)(6) 2001, explanted:unknown.

Event description:
Additional information stated the pump broke.

Manufacturer narrative:
(B)(4).